Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated to submit an MDR reclassifying the incident as a malfunction. No root cause could be determined. It is not possible to determine what was causing the occlusion, as no debris was found. All parts of the catheter were irrigated and flowed normally once cut. No other complaint with this problem has been registered in the last two and a half years. This is a onetime issue. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Fluid does not go through pump catheter. Noticed prior to implantation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated to submit an MDR reclassifying the incident as a malfunction.